Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1091322. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd luer-lok¿ tip syringe had volumetric accuracy issues. The following information was provided by the initial reporter: I have noticed a significant variation in the measured amount vs actual amount. We have measured 30ml of water and have an underage of 0.8ml per draw (without a needle or attachment), after weighing on 2 calibrated scales to confirm.